Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Surgeon reported that patients is doing well visually post-operatively with corrected vision 6/6. It seems to be isolated incidences and the surgeon does not believe the event was due to the laser. No reported over-corrections since the reported event. Placeholder.

Event description:
Account reported that surgeon had a patient with post-op overcorrection following recent excimer laser treatment of 2 diopters that required retreatment on (B)(6). Pre-op manifest refraction: right -5.5 /-0.15x17 left -6.5-0.50x160. Pre-op keratometry readings: right 43.00x 44.00@ 5 left 42.60x43.90x170. Pre-op pachymetry: right 634 left 631. Post-op refraction (B)(6): right +0.75/-0.25x55 left +1.7-1.00x117. Retreated left eye on (B)(6) 2014. Post op refraction on (B)(6) right +0.50 left -0.50 6/6. Post-op regimen at clinic: exocin 3 times daily x 1 week; pre-forte 3 times daily x 1 week; lubricating eye drops (as needed).

Manufacturer narrative:
(B)(4). Clinical development manager (cdm) attended site with technical customer service specialist (tcss) to gather relevant data. Cdm discussed possible reasons: pre-operation over estimation of manifest refraction, accommodation, nomogram, age, dry eyes, etc. Discussed aspects of the intra-operative procedure for example prolonged treatment time can contribute to drying of cornea, as well as dry humid environment, recommended clinic record temperature and humidity. Discussed the importance of performing myopic sphere calibration every 2 patients or every hour if laser not in use due to delays between patient surgeries. Discussed the relevance of keratometry values and recommended clinic enter the patient keratometry values into software . Surgeon agreed that he will consider reviewing all his patients treated since january to determine if he needs to refine his nomogram adjustments for moderate to high myopes going forward. Discussed microscope magnification setting 1.6 mag, surgeon confirms he uses 1.6mag. Also discussed third oblique light with surgeon and surgeon will turn third oblique off for surgery. When onsite the tcss reviewed gas history log and check the calibration plastic. Plastics were all within specification. Checked daily calibration logs and all recorded information was ok. No additional issues while on site. All pertinent information available to abbott medical optics has been submitted. Placeholder.